Manufacturer narrative:
A customer in canada notified biomérieux of obtaining discrepant organism identifications for a patient isolate in association with the vitek® ms instrument [u] (ref 410895u, serial (B)(6)). A gram-positive cocci was misidentified as klebsiella pneumoniae, which is a gram-negative rod. Investigation the investigator reviewed historical complaints and the device history record. Since january 2016, no complaint has been recorded for the misidentification as klebsiella pneumoniae instead of streptococcus sp. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning: status medium at the time of acquisition but the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and to the quality of the spot preparation. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: according to data provided, the misid result was obtained from the spectra having the lower number of peaks (34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). Biomérieux quality control laboratory obtained the expected vitek ms customer results as streptococcus spp. They obtained a low discrimination to streptococcus salivarius ssp salivarius - streptococcus salivarius ssp thermophiles - streptococcus vestibularis. However, they didn¿t reproduce the customer misidentification as klebsiella pneumoniae. Based on these findings, the customer¿s issue occurred due to non-optimal sample preparation. The customer should confirm identifications using a recognized reference method (sequencing). The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924a for vitek ms clinical use v3.2: ¿interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation, and alerted the customer to perform a new fine tuning, ensuring that all mandatory criteria are met.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant organism identifications for a patient isolate in association with the vitek® ms instrument [u] (ref 410895u, serial (B)(4)). A gram-positive cocci was misidentified as klebsiella pneumoniae, which is a gram-negative rod. The customer reported obtaining an initial result of klebsiella pneumoniae. Gram stain results for this isolate indicated gram-positive cocci, which does not align with the identification to klebsiella pneumoniae as k. Pneumoniae is a gram-negative rod-shaped organism. The isolate was retested and an identification of streptococcus species was obtained. Analysis was repeated again after a vitek ms fine-tuning was performed, and an identification of streptococcus species was obtained. Initial vitek® ms: klebsiella pneumoniae, repeat vitek® ms: streptococcus species, repeat vitek® ms after fine-tuning: streptococcus species, gram stain = gram-positive cocci. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.